Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. Follow up concluded no intervention was performed and the lead remains in use. No patient complications have been reported as a result of this event.